Event description:
On (B)(6) 2014, a patient underwent image acquisition at (B)(6) private hospital on a gehc seno essential mammography unit. 4 months later, in (B)(6) 2015, a surgeon physician from another hospital was reviewing the images and noticed the error on patient's data and reported it to the radiologist of (B)(6) private hospital. Ge healthcare was informed on (B)(4) that a patient was incorrectly reported because of the worklist not being functional on the ge mammogram machine at (B)(6) private hospital. This has resulted in the wrong patient being reported. The patient has malignancy in both breasts. Was presented with the wrong images and therefore reported the wrong patient. Procedure not specified by customer. Patients ID or initials, age and weight were not provided.

Manufacturer narrative:
The hospital will not provide patient information. A follow-up MDR will be submitted should further information become available.

Manufacturer narrative:
This incident was conservatively reported on march 27, 2015 as a serious injury report type since gathering information from the site took time (legal case), however, the additional information received the same day confirmed that there was no injury, no delay in care or misdiagnosis - this incident was due to an operator error (see below for more details): ge healthcare (gehc) received additional information on march 27, 2015, after initial MDR was submitted, which indicates that on (B)(6) 2014 a patient with suspected malignancy in both breasts underwent a mammography exam at (B)(6), on a (gehc) seno essential mammography unit. Worklist server used to import patient on mammography system was down, however, ge healthcare acquisition system was operating per specifications, therefore, the radiologist created the patient's name manually for her image report and this has resulted in an incorrect patient's name. The mislabeled radiology report was sent and archived into the pacs system. In (B)(6) 2015 , when the patient returned from the mammography exam at (B)(6) hospital to see her surgeon (the patient is presumed to have taken a copy of her results to her physician/surgeon), the surgeon reviewed the patient's report after which he recommended and scheduled that the patient have a repeat exam at another hospital ((B)(6)). It appears that the patient is now being treated at (B)(6) (the post exam treatment is unknown). This would presume there would be no treatment delay for the patient. In (B)(6) 2015, the radiologist of (B)(6) hospital discovered the mistake when he did a routine follow up to see why the patient had not returned to the hospital and notified ge healthcare. This triggered the radiologist to review the mammography images and then the issue of the patient name vs images came to light which could explain the delay between exam date and discovery of the mix up. It is confirmed that the date of birthday , patient ID, exam date corresponds to the patient therefore, the report corresponds to the patient , only the name is wrong. Based on the above workflow, ge healthcare (B)(4) performed on march 27, 2015 concluded that there is no injury due to the wrong patient name since all planned exams and treatment occurred without any delay or alleged misdiagnosis. Moreover, if such use error were to reoccur in association with correct patient identifiers, patient date of birth, other image exams, known patient history, physical exam, and patient feedback to corroborate possible patient symptoms, a serious injury would not be likely. Ge healthcare investigation has been completed. Investigation analysis confirmed that the wrong name in the report is a site specific issue due to an operator error when patient was manually created. This error is obvious to the user since the name of the patient is displayed during acquisition on the image. Good clinical practices underline that clinicians, radiologists, and mammographic technicians ask the name of the patient during the exam and review of images to confirm that the images correspond to the correct patient. All application trainings were provided to technicians and physicist. A letter was sent to the radiologist of (B)(6) on march 27, 2015 which evidences that the ge healthcare equipment was functioning according to specification on the day of the examinations. Several safety recommendation and instructions regarding the creation of a patient with worklist or with a manual entry are contained within the operating manual and indicates "before starting the examination, always review the complete patient information you have entered or selected to make sure it actually is that of the current patient. Failure to do so can result in data mismatch." User may still edit and modify the patient's data on pacs after the exam has been closed. Based on above analysis, no further action is required.